Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's wife reported that when the patient woke up, he noticed that the infusion set's tubing had came apart at the site. Further, the site location was patient's right abdomen and the pump was located on same side as that of the site. Reportedly, the infusions were stored in the living room. The patient was unsure whether there was any stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.